Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow-up, the implantable cardiac monitor exhibited backup operation. After device software download, normal function resumed. The patient was stable.